Manufacturer narrative:
Device received missing segments or partial display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted. Device received with cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.